Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had a lead. It was reported there was a patient whose lead wasn't functioning correctly. No patient symptoms or further complications were reported as a result of this event.